Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:00 am after the end user received low blood glucose results from his prodigy diabetes meter. At the time of the medical event the end user performed a blood glucose test with a result of 61 mg/dl he experienced chills, sweating, hard breathing, nausea and passed out. He was taken to the ER and upon arrival his reading was below 100. Injections were administered but he could not recall exactly what was given and he also received juice and graham crackers. No additional treatments were given in regards to stabilizing his blood glucose levels. After 3 - 4 hours in the ER the end user was discharged and instructed to follow-up with his endocrinologist and discontinue taking the following medications: glyburide, pioglitazone, and onglyza. After following up with his physician subsequent changes were made to his medication. Glyburide, pioglitazone, and onglyza have all been discontinued. No additional details were provided in relations to this medical event.